Event description:
It was reported that a pt had his pulse generator replaced due to battery end of service. A battery life estimation was performed by manufacturer resulting in a negative value, further indicating battery depletion. Explanted generator was subsequently returned to manufacturer for product analysis. During that analysis the end of service condition was verified through voltage measurements. Additionally, during testing transistor q10 was found to exhibit an out-of-limit leakage current at test chamber temperature. These over-limit currents could potentially be contributing factors to the end of service; however, results from the battery life estimation confirm that the end of service condition was an expected event.